Event description:
A malfunction was reported on the pump by the customer, which caused their blood glucose level to exceed 500 mg/dl, noted as "high." The specific value was not available. As a corrective action, the customer administered a correction bolus via the pump and received assistance to reset the pump, which resolved the issue without a return of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the error recurred.